Event description:
Pt was given IV medication through peripheral IV. When IV was discontinued, the catheter did not come out of the pt's skin with the hub of the device. Pt was taken to the operating room for vascular surgery, but they were unable to locate the catheter.